Manufacturer narrative:
No device will be returned, customer provided batch number for evaluation purposes. No device will be returned, customer provided batch number for evaluation purposes. Customer indicated that there would be no device returned for investigation analysis. A review of the device history records and quality records associated with this manufactured batch confirmed that no abnormalities were reported with this product during manufacture.

Event description:
It was reported during a shoulder procedure using an ambient super turbovac 90 ifs wand, the wand alarmed upon activation and the wand would not function. A backup wand was opened and provided the same result. The procedure was ultimately completed using a third ambient super turbovac wand, however this event resulted in a 45 minute surgical delay before the procedure could be completed. There were no pt complications reported as a result of this event.